Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The elective replacement indicator (eri) occurred (B)(6) 2018 at 19:16.

Manufacturer narrative:
The pump was returned, and analysis found pump/motor/feedthru anomaly/shorting across insulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal 2000 mcg/ml; 814 mcg/day via an implantable pump. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. The date of the event was (B)(6) 2018. It was reported an alarm was not heard but was confirmed by telemetry. The non-critical alarm was due to elective replacement indicator (eri). It was confirmed that the low reservoir alarm and eri alarm occurred and was not expected. At the refill about a month and a half ago the pump showed an estimated eri of 37 months. The patient followed up in the clinic on (B)(6) 2018 and it showed eri occurred with a schedule to replace by date in (B)(6) 2018. No symptoms were reported. No further complications were reported.